Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. Upon evaluation, the q13 transistor was shorted on the defibrillator pca and components r781, esd3, r684, and r689 were thermally damaged on the computer/analog board. The cause of the pulse test failure is the shorted transistor and thermally damaged components. The cause for the thermally damaged components was the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.